Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5107278/5107271.

Event description:
It was reported that patients ipg was not holding a charge. It was noted also that patients lead had impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively and the explanted devices will not be return due to hospital policy. No device malfunction was suspected.